Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)'s rhythm on the current electrograms (egm) was possibly ventricular tachycardia (vt) based on the patient's symptoms but the rhythm was not stored. The patient was symptomatic and had presented with atrial sense (as) or ventricular sense on presenting or current egm, the physician speculated that the rhythm was vt and the patient was externally shocked in the emergency department (ed) as the device inappropriate withheld therapy and reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the it was unsure if the rhythm that were detected were vt versus supra ventricular tachycardia (svt).